Event description:
It was reported that an alert triggered due to low and variable impedance on the right atrial (ra) lead. There were also high thres holds and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.